Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional codes: hty, jdw, jdn, hsb. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: synthes (B)(4). Manufacture date: february 6, 2015. Expiration date: january 1, 2025. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported a patient with bone fragility was implanted with a proximal femoral nail antirotation (pfna) on (B)(6) 2017 to repair a trochanteric and intertrochanteric fracture of the femur. It is further reported that, post-operatively, as patient posture was being changed, the bone refractured again in the same location. Patient was returned to surgery and revised on (B)(6) 2017 due to the refracture. The pfna and a 4.9mm bolt were explanted. It is not known what hardware patient was revised to. Revision procedure was completed successfully. This report is for one (1) 4.9mm locking bolt. This is report 2 of 2 for (B)(4).